Manufacturer narrative:
The primary complaint of the autopulse lcd display was blank and the platform brake was turning on and off when powered on was confirmed during the visual inspection and functional testing. The issue was attributed to a defective pca board. To remedy the issue, the pca board was replaced. Once completed, the autopulse passed the functional test with no issue or faults observed. Visual inspection was performed and found the platform lcd display was blank. No other physical damage of the platform was noted. The archive data could not be downloaded historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with (B)(4).

Event description:
During a shift check, it was reported that the autopulse lcd panel display was blank .the platform brake would turn on and off when powered on. No additional information provided. No patient involvement was reported.